Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00098. This report is being submitted as additional information. Approximate age of device ¿ 2 years and 4 months. Manufacturer's investigation conclusion: although the report of low flow alarms was confirmed based on a review of the submitted system controller log file data, a cause for the recorded events could not be conclusively determined. The report that the low flow alarms were likely due to the cannula position could not be confirmed as no images were available to the manufacturer for analysis. The device remains implanted and the patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that interrogation of the patient¿s system controller revealed multiple low flow alarms. These alarms were reportedly not new for the patient. The patient was asymptomatic. The lvad clinician reported that the cause of the low flow alarms was not entirely known, but felt that it was likely due to cannula position. The patient has had several transthoracic echocardiograms (ttes) to assess. Results were not provided.